Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
The observation from the field was confirmed. If a device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal indication per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. Actions have been taken to prevent reoccurrence. The fsca number is included in this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient switched the ipg to MRI mode. The ipg was then unable to communicate with the external patient controller . An abbott representative interrogated the ipg but was unable to resolve the issue. Troubleshooting measures were unable to resolve the issue. The patient's ipg was explanted and replaced. The patient's therapy was restored and the issue was resolved.

Manufacturer narrative:
The CAPA was initiated on 2016-04-13 to address the concern of three events related to incorrect manufacturing trims loaded onto proclaim/infinity/proclaim drg (orion) ipg devices during manufacturing. Investigation is currently in progress.